Manufacturer narrative:
Additional narrative: additional device product codes: gxl and hwe. Reporter is (B)(6). Part # 05.000.008, synthes lot # 006508, supplier lot # 006508, release to warehouse date: 07 feb 2017, supplier: triangle manufacturing. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The customer reported that 05.000.008, hand piece for battery powered driver works only in reverse. The repair technician reported the device did not run in fast forward and forward, ran low in reverse, tan and white residue was present on switch plate and housing, wires were discolored, brown and black residue was present on barriers and brown residue was found on motor and grinding bearings. Damaged component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor / gearhead, membrane switch, bearing, rotary seal drive shaft, flex circuit, cam screw and all applicable components. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the item only works in reverse. The issue was observed during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. This report involves one (1) hand piece for battery powered driver. This is report 1 of 1 for (B)(4).